Manufacturer narrative:
(B)(4).

Event description:
A patient had experienced an infection, low grade fever, swelling, and a rash. The patient also had a return of her pain symptoms. The patient indicated that she experiences withdrawal if there is less than 3 mcg of medication in her pump. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.